Manufacturer narrative:
Concomitant medical products: product ID: 7436, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 3387s-40, lot# v088235, implanted: (B)(6) 2008, product type: lead. Product ID: 64002, lot# n282995, implanted: (B)(6) 2012, product type: adapter. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).

Event description:
It was reported that they were not able to adjust stimulation and there was an ¿in the box¿ icon displayed. This had occurred on the night prior to the date of this report. The patient uses the antenna locate feature to obtain 8 coupling bars. The issue had resolved, the device had been interrogated with the clinician programmer. No troubleshooting had been necessary. The care center used the antenna locate feature everytime. The cause of the ¿in the box¿ icon was determined to be over use and improper button pushes on the recharger. The patient was good and was receiving effective therapy.